Event description:
In 2005, the physician planned an asd closure in a pt with a relatively small os defect. The procedure was done under general anesthesia. The asd measured 10.5 mm in a diameter, and had no anterior rim and a very floppy inferior and posterior septum. Under balloon sizing the diameter went up to 18 mm, consistently with a floppy septum. With this info a 19 mm device was installed. The tee showed adequate position with atrial septum between the discs all around the device (except anteriorly), and there was no leak, but foaming. The tee continued to show the asdo in adequate position. A few minutes later, when the physician was exchanging the delivery sheath for a short sheath, the physician noted the device moving into the left atrium and falling into the left ventricle. He passed a long sheath into the left ventricle and tried to retrieve the device with a snare, but could not retrieve it safely (avoiding damage to the mitral valve). The physician then decided to send the pt to surgery. The pt was taken to the or from the cath lab, the device was retrieved, and the asd closed with a patch. The surgeon found an os asd of approximately 11.0 mm of diameter with an extremely thin and floppy inferior septum. The pt did very well in post op and went home three days later.